Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The device was put through extensive testing without duplicating the malfunction. Review of the clinical data logs showed evidence of poor pad coupling between the electrode pads and the patient's skin. However, this does not indicate a malfunction with the device. It is important to note, the electrode pads used during the event were discarded and not returned for evaluation. The multi-function cable returned by the customer was tested and no discrepancies were found. The device passed final test, was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient however the patient subsequently expired.